Event description:
It was reported by a company representative that a vns patient experienced seepage from post-surgical wound at the time of vns implant. Further information from the area representative indicated that the seepage was on the left chest area and no cultures have been taken of the site. At the moment, the patient is on prophylactic antibiotics and under general practitioner care.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.